Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger/modem was resetting. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/model sn (B)(4) has been completed. The reported problem (charger resetting) has been confirmed. Upon investigation the battery charger/modem was unable to recognize a battery. The cause for the charger failure was isolated to a shorted u13 (cmos micro-controller) and shored q1 (current controlling transistor) on the bedside board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the shorted components. The patient received a replacement battery charger/modem.